Event description:
It was reported that the pacemaker-dependent patient presented for a generator change procedure. During the procedure, when the right ventricular (rv) lead connected to the new generator, it was noted that the rv lead exhibited intermittent non-capture and high pacing impedance. The rv lead was capped and replaced during the procedure on (B)(6) 2025. The patient remained stable throughout.